Event description:
The iab leaked. Blood was noted in the catheter. This was the only info at the time of the report. On 1/26/98, datascope rec'd the voluntary medwatch form from the FDA; triage unit sequence #: 75554; MDR access number: 1012765 and the following was reported: on 11/28/97, the iab leaked. The dr had difficulty removing the iab from the pt. There was no injury to the pt. [Event complications]: unk-reported 12/8/97; none-reported 1/26/98. [Pt's current status]: unk-rpt'd 12/8/97.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.